Event description:
Healthcare professional reported "isolated tiny simple cysts and a hypoechoic nodule" (cysts is considered not device related), "periprosthetic fluid", "multiple folds of the implant", "intense pain and repetition seroma", "increased firmness of the breast", an unspecified inflammatory process of the periprosthetic capsule and capsular contracture baker´s grade ii and iii. Later healthcare professional reported "fibrous thickening capsular mild associated with scant inflammatory chronic component". This record is for the left side. Device was explanted. Patient was provided with anti-inflammatory drugs, antibiotics and a capsulectomy.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late, crease/folding of implant, capsular contracture baker grade ii/iii.